Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a directed resection procedure in the superficial femoral artery using the turbohawk plus cutting catheter, several procedural issues occurred. The catheter tip connection part was broken, the tip detached, and severe resistance was felt during advancement. Additionally, the tip separated at the hinge pin, and a kink was observed during second advancement at the cut window. The procedure was completed by replacing the device with another product. The patient was treated for a calcified, chronic total occlusion (100% stenosis) in the mid superficial femoral artery. The vessel was post-dilated, and the instructions for use were followed during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received reported that detachment occurred in the superficial femoral artery, severely calcified lesion. The connection at the tip end was broken, but the drive shaft was still connected, so it was directly withdrawn into the sheath and pulled out of patient. Product analysis the device was returned with the tip detached, a visual inspection showed that the tip detached at the hinge pins, the hinge pins are still present on the detached tip, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.